Event description:
Report received of an independent rate change. The pump was programmed in the ml/hour mode to deliver an unspecified solution at a rate of 5ml/hour. At an unspecififed time later, the pump was found infusing at 999ml/hour. The pump was removed from clinical service. There was no adverse effect to the pt and no medical interventions were required. Though requested, there was no add'l info available.